Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 7 years post implantation due to stem fracture. Surgeon placed antibiotic hip spacers as the patients' hip was septic. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)-stem. Visual examination of the returned product identified that the stem was fractured. There is some bone growth noted on the bottom of the stem. The stem was sent to sem analysis. Results: optical images of the fracture surfaces (taper end and distal end) show indications of ratchet marks and beach marks, which are artifacts of fatigue mode of fracture. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with fractured femoral stem at the mid diaphysis and lucency along the proximal component suggesting loosening. A definitive root cause cannot be determined for the stem fracture. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.